Event description:
It was reported that there was a malfunction resulting in agent setting was 5% (high limit = 5% * 1.3 = 6.5%) and agent delivered was 14%. There was no patient involvement.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The e-vap was replaced to resolve the issue. Block a: no report of patient involvement. Legal manufacturer: hcs madison 3030 ohmeda dr, USA, madison, wi. 53718.